Manufacturer narrative:
The customer had already replaced the reagent syringe and service was not dispatched. (B)(4).

Manufacturer narrative:
.

Event description:
A customer reported to beckman coulter, inc. (Bec) that the reagent syringe on a synchron lxi 725 system had leaked. No one was injured by the leak. No one sought medical attention. No effect to patient or operator was reported in connection with this event.